Event description:
It was reported that during a review of this pacemaker system prior to an magnetic resonance imaging (MRI) scan, undersensing of atrial fibrillation (af) on the right atrial (ra) lead was observed. The health care professional (hcp) was advised and further follow up was recommended. This device remains in service. No adverse patient effects were reported.